Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated, and during service the device failed the cutter insertion test. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) for service, during service of the device, it was noted that a cutter could not be inserted into the device. The device was not being used during surgery. It is unk if pt or medical intervention occurred. There was no add'l info provided.